Event description:
A patient reported via company representative (rep) on (B)(6) 2016 stating that there was an overdischarge. Communication with the implantable neurostimulator (ins) was possible after the rep conducted a physician mode recharge (pmr), and a power on reset (por) message was displayed. The rep had led the ins charge to half, and the battery discharged upon interrogation. This also occurred after the patient had charged to 3/4. The last successful recharge was (B)(6) 2015. The patient had lost weight and didn't need their spinal cord stimulation (scs). They also stated that the patient had a lack of training. The rep was going to charge the patient's ins fully and attempt to clear the por. The issues had occurred the day prior to report. The rep called back four days later stating that they were later able to interrogate the ins to see a 0x800 por message. They were able to clear the por. Additional information was received from the rep on (B)(6) stating that the por was cleared and they were meeting with the patient two days later to see if their stimulation needed to be programmed. There were no related patient symptoms reported, and the indications for use were spinal pain and epidural fibrosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.